Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 390 mg/dl. The customer stated that the high bg was due to medication and the healthcare provider advised the customer to set a temporary basal rate to address the high bg. Tandem customer technical support (cts) assisted the customer with entering the temporary basal rate. Cts followed-up with the customer the same day and the customer's bg had not yet lowered. The customer spoke with a healthcare provider who advised the customer to drink water and increase the temporary basal rate. Additional follow-up attempts were made; however, the customer did not reply.